Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed as the implanted clip detached from one mitral valve leaflet but remained attached to the other leaflet. It was reported that on (B)(6) 2018 a mitraclip procedure was performed treating degenerative mitral regurgitation, grade 4 with anterior leaflet prolapse. One mitraclip was implanted without reported issue, reducing the mr to grade 2. On (B)(6) 2018, on follow-up echocardiogram, the implanted mitraclip was noted to have detached from the posterior leaflet while remaining stable and attached to the anterior leaflet (single leaflet device attachment-slda). Increased mr grade 4 was observed. As treatment, on (B)(6) 2018, another mitraclip procedure was performed, implanting an additional mitraclip to stabilize the slda and reduce the mr to grade 2. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. It should be noted that the reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology (prolapsed anterior leaflet); however, the reported patient effect of worsening mr is due to the slda. The reported additional therapy/non-surgical treatment was a result of case-specific circumstances as the patient underwent an additional mitraclip procedure where one additional clip was implanted reducing the mr to grade 2. There is no indication of product quality issue with respect to manufacture, design or labeling.